Event description:
It was reported occlusion alarms occurred. Reportedly, the customer was using the same supplies for over 3 days on the mobi pump. Tandem customer technical support. Educated caller that cartridges should be changed every 72 hours. It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer changed the cartridge and resumed insulin therapy.